Event description:
Customer reported that their pump screen was dark and would not turn on, while the red led was flashing, and the pump beeped and vibrated. A specific blood glucose level was not provided, but it was established that it fell within the range of 54-500 mg/dl, considered within a safe range. Customer was instructed by technical support to put the pump into storage mode and return it within 10 days using a pre-paid label, while they reverted to multiple daily injections as a backup therapy. A replacement pump was arranged to be sent by technical support, confirming the shipping address and ensuring the original pump was within warranty.